Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported it does not perform the functional test. There was no reported patient involvement/adverse patient impact.